Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The abbott fast-cath transseptal guiding catheter 6 fr reported is filed under a separate medwatch report number.

Event description:
This is being filed to report an single leaflet device attachment (slda) and patient death. It was reported that on (B)(6) 2022, a patient presented with degenerative mitral regurgitation (mr) at a grade 4, and prolapse of a2 and p2. There was difficulty with the transseptal puncture (tsp), and several attempts to contact the foramen ovale were made. The patient's blood pressure dropped and a pericardial effusion was encountered in the right ventricle, which was treated with pericardiocentesis. Per the physician, manipulations of the abbott fast-cath transseptal guiding catheter 6 fr. And the non-abbott transseptal catheter caused the pericardial effusion. Inotropic medication was administered to treat the patient's blood pressure having dropped. Once the hemodynamics were stable, the mitraclip procedure was continued. A ntw mitraclip (20405r203) successfully grasped the a2 and p2 leaflets. The blood pressure did elevate to 180/200 mmhg, due to inotropic medications administered earlier. The clip was stable on both leaflets and insertion was confirmed in all views. The clip was deployed and the mr was reduced to grade 2. The patient was transferred to the critical care unit. Three hours later, the patient complained of dyspnea, and a single leaflet device attachment (slda) of the posterior leaflet was observed. There was no further treatment. The mr returned to the pre-procedure value of grade 4. On 9/19/2022 it was reported that the patient had died on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mr, dyspnea, heart failure, and death appear to be cascading events of the incomplete coaptation. Additionally, mr, dyspnea, heart failure, and death are listed in the IFU as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.